Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. There was no reported adverse impact to customer's blood glucose level. The customer changed cartridge and was able to successfully resume insulin delivery.